Event description:
The hcp reported the patient was not receiving therapy as once was in spite of increasing the dose of lioresal to 530mcg/day. The device system was explanted and replaced. The hcp was questioning a torn catheter connector. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.